Event description:
It was reported that the customer's insulin pump threshold suspended, based on an unspecified low blood glucose reading, while the customer's most recent blood glucose was 158 mg/dl, at the time of reporting. Customer was also receiving calibration error alarms. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.